Event description:
The reporter stated that a friend had seen the er1 message once, and said that "he didn't get enough blood on the test strip." The reporter said that he retested and got a result that was "back within range."